Manufacturer narrative:
One device was returned for analysis of complaint of error code. Service history review identified the complaint was not related to a previous service of the device within the review period. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional tests were performed. The error code was not confirmed through power up test. Unable to replicate the error code. Probable cause of complaint is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 45986, related to the downstream occlusion sensor. There was no patient involvement, no injury was reported.